Manufacturer narrative:
Discarded by the hospital.

Event description:
The manufacturer became aware on (B)(6) 2016, that a perceval 21/s (sn: (B)(4)) was implanted but due to an obstruction during the surgery, the patient could not come off by-pass. The perceval valve was explanted and a solo valve was implanted instead.

Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model icv1208, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. After multiple requests for additional information, the surgeon has informed livanova that there is no additional information regarding this case. Due to the limited details that has been provided, the type of obstruction that the surgeon had encountered during the implantation of the perceval valve is unknown.